Event description:
A contact for this male peritoneal dialysis (pd) patient reported the patient was in treatment on the liberty select cycler on (B)(6) 2025 and could not drain out from the pd catheter (not a fresenius product). The patient was admitted to the hospital on that date. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The pdrn could confirm the patient was hospitalized and transitioned to temporary in-center hemodialysis (hd). The patient was subsequently discharged from the hospital (unknown date). No information pertaining to the hospitalization was available. The cause of the drain complication is unknown and the reason for the modality change is unknown. It could not be confirmed if the patient¿s pd catheter was removed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between the peritoneal dialysis utilizing the liberty select cycler and the patient event of hospitalization due to drain complications with subsequent temporary modality change to hemodialysis. However, there is no documentation to show a causal relationship between the use of the cycler and the patient¿s hospitalization. The patient was having drain issues, or outflow problems during treatment. Most likely the issue was due to a pd catheter malfunction. Catheter malfunction, characterized as mechanical failure in dialysate inflow or outflow, is a common complication of pd, forcing conversion to hemodialysis. Based on limited information and no allegation or evidence of a malfunction, the liberty select cycler can be excluded as the cause of the patient¿s hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: g.4. Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A contact for this male peritoneal dialysis (pd) patient reported the patient was in treatment on the liberty select cycler on (B)(6) 2025 and could not drain out from the pd catheter (not a fresenius product). The patient was admitted to the hospital on that date. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The pdrn could confirm the patient was hospitalized and transitioned to temporary in-center hemodialysis (hd). The patient was subsequently discharged from the hospital (unknown date). No information pertaining to the hospitalization was available. The cause of the drain complication is unknown and the reason for the modality change is unknown. It could not be confirmed if the patient¿s pd catheter was removed.